Event description:
It is further reported that the patient was enrolled in the program in mar 2004. Target lesion 1 (8.0 mm long) was identified in the mid lad with 90% stenosis and a 3.5 mm reference vessel diameter. A 3.5 x 16 mm taxus stent was attempted to be placed in the distal portion but was unable to cross the lesion. Next, a 3.5 x 8 mm was attempted to be placed in the same lesion but was unsuccessful. Finally, a 3.5 x 8 mm taxus stent was able to be deployed, and angioplasty was performed to the distal portion of the lesion. Residual stenosis was 0% following post-dilatation. The 3.5 x 16 mm stent was again attempted to be placed in the mid lad but was unsuccessful. Next, a 3.5 x 8 mm taxus stent was deployed inside the previously placed stent with 0% residual stenosis. The patient was discharged 2 days later on plavix and asa, with plans to return for staged stenting of the lcx with rotational atherectomy. Implant procedure # 2 the patient underwent a staged procedure to the lcx 23 days later. A temporary pacemaker was placed in the right ventricle "due to anticipated bradycardia." Target lesion 1 (48 mm long) was identified in the dist cx with 95% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with rotational atherectomy, predilatation, and placement of overlapping 3.0 x32 mm and 3.0 x 20mm taxus stents. Residual stenosis was 0%. The temporary pacemaker was removed, and the patient was discharged the next day on asa and plavix. The patient was transported to the ER about six months later, 202 days post procedure, after a fall that evening resulting in hyperextension of their neck and a left femur fracture. The patient was transferred to the study site and underwent o.r.i.f of their left femur with no complications. On the first postoperative day, the patient required blood transfusion and developed respiratory distress requiring bipap support until 5 days later at which time patient was transitioned to nonrebreather. The patient developed atrial fibrillation which was treated medically, anemia requiring 5 units prbc, acute liver injury, cholestasis and jaundice. The patient also had a positive culture for klebsiella and was treated medically during hospital course. Acute renal failure was felt to be secondary to prerenal syndrome and postobstructive disorder. The patient was discharged ten days later to a nursing home. The patient expired 8 days later (226 days post enrollment). Death certificate states that cad was the immediate cause of death. There was no autopsy performed.

Event description:
Same case as MFR # 6000089-2004-01579, 01578, 01581. Clinical study. It was reported that 226 days after a coronary drug eluting stenting treatment procedure, the pt expired. In 2004, the lesion being treated was a 3.5 mm, 90% stenosed, severely calcified and tortuous, mid left anterior descending (lad) artery lesion. IV angiomax was administered to the pt. The lesion was predilated. The physician placed 2 taxus express2 8.8% 3.5 x 8 mm drug eluting stents overlapping one another. The following month, the pt returned to the cath lab. The lesion being treated was a 3.0, 95% stenosed, severely calcified, mildly tortuous, distal circumflex (cx) artery lesion. IV angiomax and plavix were administered to the pt. The lesion was predilated. The physician then placed a taxus express2 8.8% 3.0 x 32 mm drug eluting stent and a taxus express2 8.8% 3.0 x 20 mm drug eluting stent, overlapping one another. There were no reported pt complications. Six months later, it was reported that the pt expired. The cause of death is coronary artery disease. No autopsy has been performed. In the opinion of the physician, it is unknown if the target vessel was involved.